Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an 840 ventilator generated an error which rendered the graphic user interface (gui) inoperable. There was no harm to the patient as a result of the event.